Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40 mm diameter abdominal aortic aneurysm. There was a pre-operative dissection in the right external iliac artery. The endurant 25/16/166 bifurcated stent graft was implanted on the left, and the endurant 16/24/124 was implanted on the right side. It was reported that as a result of the evar there was expansion of the dissection which was predictable from the beginning. At the end of the procedure there was no pulse observed from the arteries in the patient¿s right leg, and re-angiography showed no blood flow in the arteries distal to the right external iliac artery. The decision was made to perform a femoral-femoral bypass from the left to the right leg after which the procedure was completed. It is unknown if expansion of the dissection was attributed to the wire or the delivery system. The physician stated / commented that the cause of the event was anatomy related. Expansion of the dissection was inevitable. The event was attributed to the patient¿s anatomy and not any product anomalies. No additional clinical sequelae were reported and the patient is fine.